Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sore throat. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging to have sore throat while using this device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath suggesting a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they confirm the customer's allegation of presence of contamination in the airpath and there is no visible damage or functionality failures of the device and the source of contaminations were external to the device. Section d8, d9, h2, h3 and h6 has been updated in this report.